Event description:
It was reported that the insulin pump alarmed button error and the buttons on the device were not working. Customer's blood glucose reading at the time of the call was 198 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with intermittent act button response due to corroded keypad traces. No button error alarm noted. Insulin pump was received with minor scratched display window, cracked lcd window at bottom left side corner, cracked case at display window corners, cracked reservoir tube lip and cracked pump belt clip slot.